Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui. It was reported that the patient experienced chronic pain, erosion of internal tissues chronic pain, recurring infection, bleeding and has undergone additional surgeries/revisionary procedures. It was reported that the patient underwent total laparoscopic hysterectomy on (B)(6) 2007 concurrently with right salpingo-oophorectomy, cystoscopy and perineoplasty. It was reported that the patient underwent mesh excision on (B)(6) 2009 due to an infected mid-urethral sling mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion the patient experienced chronic pain, recurring infection and bleeding. It was reported that the patient underwent mesh excision on (B)(6) 2009 due to an infected mid-urethral sling mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).